Event description:
There was an allegation of questionable bilirubin total gen.3 and bil-d gen.2 results for patient samples tested on a cobas pure c 303 analytical unit and a cobas c503 analyzer. This medwatch will cover the bilirubin total gen.3 assay. Refer to medwatch with a1 patient identifier (b)(60 for information on the bil-d gen.2 assay. One patient sample with discrepant results was provided: sample 1 had a result of 12.5 mg/dl from the c 303 analyzer. The sample was repeated on a c503 analyzer, and the result was 8.88 mg/dl.

Manufacturer narrative:
The c303 analyzer serial number is (B)(6). The c503 analyzer serial number was not provided. The investigation is ongoing.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The field service engineer (fse) adjusted the cell rinse functionalities. The service maintenance actions performed by the fse resolved the issue.